Event description:
Patient reported "pain and possible rupture " this record is for right side. Patient later report "extreme pain," "lumps", "cannot lift right arm.". Implant making patient sick. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6

Event description:
Patient reported right side "pain and possible rupture." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "pain and possible rupture." The device remains implanted.